Event description:
The patient contacted animas on (B)(6) 2011 to report she had been admitted into the hospital for a high blood glucose. The patient reported that she began to obtain elevated blood glucose (bg) readings on (B)(6) 2011. In response to the high bgs she spoke with her educator who advised her to change the site. The patient claimed on friday and saturday she continued to obtain high bg readings in the 300-400 mg/dl range and on sunday, (B)(6) 2011 when her bg was in the 400-500 mg/dl she went to the ER. It is not known what treatment the patient received in the ER. The patient stated she was released that same sunday and on the following day she saw her endocrinologist who increased her basal rates. However, on the evening of (B)(6) 2011 the patient reported she continued to have high bgs and developed symptoms of nausea, vomiting, chest pain and shortness of breath. Emergency services was contacted and they took the patient to the hospital where she was admitted into the hospital with a diagnosis of dka. The pump was disconnected and the patient was placed on an IV drip. At the time of the call to customer support, the patient reported her last bg was 140 mg/dl. At the time of troubleshooting, the patient claimed the hcp reviewed the pump's advanced settings and confirmed they were correct. The patient denied any issues with site and confirmed there was no air bubbles or visible leakage in tubing or cartridge. The patient reported that she was placed back on the pump on (B)(6) 2011; however was disconnected when her bg immediately started to go back up. The patient claimed her bg when reconnected to the pump got up to 450mg/dl. The patient confirmed site, tubing and cartridge were new. During review of bolus history in pump it was noted that at 10:59am 16.3u of 16.3u were completed, at 4:50pm 11.3u of 11.3u were completed and at 7:39pm only 7.8u of 17.8u were completed. Tdd on the pump for (B)(6) 2011 was showing bolus total of 25.4u instead f 35.4u (per bolus history). The alleged issue remained unresolved at the time of troubleshooting. This complaint is being reported because the patient was treated for hyperglycemia by an hcp while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.